Event description:
During a wedge resection procedure, staples were malformed at 3rd firing. Another like device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 7/22/2005. A1,2,3,4; b6,7; d11: info was not provided by the affiliate. D4; h4,6: info anticipated, but unavailable at this time.